Event description:
(B)(4). I had the essure device inserted in my drs office on this never to be forgotten date. She had no problem inserting the first coil, the second coil however was a different story. She had a terrible time trying to insert it and became very painful for me. She even called another dr in to check and see that she had done this correctly. He confirmed that all was ok. Surgery for removal of tubes and coils on (B)(6) 2016- left coil was sideways in my tube. Right coil was embedded in my uterus. I started having issues pretty much immediately after removal but took a while to put it together that essure was the cause. So after a year or so and excruciating pain in my right hip, my pcp ordered an xray and we were able to see that the coils were not where they should be. My inserting doc had already moved on. So the hunt begins for a ob/gyn to help me out and remove these evil devices for me. It is absolutely amazing to me how uncaring and not compassionate these horrible doctors are!!!!!!!!!! I went to female doctors hoping that they would be compassionate with a fellow "sister" ha! Wouldn't hear a word that I had to say. Only worried about continuing to line their pockets! Disgusting! So on to the men...back to where I had the horrible things inserted. As I said, she had already moved on, so I went to a partner. He agreed to take them out. I was elated! Finally!!! I tried to share my concerns with him having educated myself and all the horrible side effects of these devices. He did not like that I had turned to "social media" well what else are you to do? The "professionals" certainly are not here to help!!!! So anyway, you could see from my pre-op ultra sound that the one coil was "going into" my uterus as he called it, and I specifically asked several times that if the coil was in my uterus to please just remove the whole uterus, hysterectomy, whatever was necessary. But no!!! I awake from my surgery to find out that he removed the tube with the sideway coil and cut out the other coil from my uterus and that it was a miracle that I never got pregnant! Jerk!!!!!!! Thank goodness for that social media and I started protecting myself a couple of years ago. I cant imagine having to try to deal with an e-pregnancy or worse....as far as side effects from this horrible device that needs to stop being placed in innocent women.....extreme breast tenderness, extreme bleeding and abnormally heavy bleeding, extreme cramping, insomnia, extreme itching all over the body...all the time, joint pain, back pain, loss of teeth, blew out my acl for no reason, had to be replaced, "ghost kicks" feels like baby kicking (have no idea what the hell that was!), ibs with constipation, incontinence